Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified cartridge alarm was noted during basal delivery. The customer's blood glucose level was 207 mg/dl. It was indicated that the customer would continue to use the pump until the replacement pump arrived.